Event description:
It was reported that an ilet user experienced repeated dexcom g7 pairing failures on the ilet despite multiple troubleshooting steps, including entering the pairing code after start sensor, device restart, sensor type toggle, and attempting a new g7 sensor, while the ilet bluetooth status displayed 0.0.0; the user¿s blood glucose was 215 mg/dl and trending down, and backup therapy was recommended. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary loss of automated insulin dosing from the ilet and transition to backup therapy. Investigation included user-guided troubleshooting, verification of bluetooth status on the ilet, confirmation that a new sensor paired to the phone app but not to the ilet, and receipt and inspection of the returned device. Investigation of this case revealed a communication and connectivity malfunction limited to the ilet¿s cgm pairing function, consistent with a device communication issue rather than a sensor problem. It was concluded that the cause was an ilet device malfunction related to cgm communication.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.